Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start up. The reported issue persisted even after multiple cold restarts. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host pc did not start. The fse confirmed that the host pc was defective and needed a replacement. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the host pc by the fse resolved the reported issue and restored the functionality of the system. After replacement and re-installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.